Manufacturer narrative:
(B)(4).

Event description:
A technician complaining of shortness of breath after working in a facility where cidex plus was used. The worker sought medical attention approximately two months later with complaints of increased shortness of breath. The current status of the worker is unknown.